Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: pump of unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed due to unknown serial number of the device. Review of the controller log files could not be performed since the serial number of the device is unknown. The reported event could not be confirmed due to lack of evidence provided by the site. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event.the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was assessed and is being reported as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump thrombus occurred. The patient was a participant in the hvad destination therapy trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pump thrombus occurred. The ventricular assist device (vad) remains in use. The patient is a participant in the vad destination therapy trial clinical study.